Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving morphine 50 mg/ml at 27.32 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported that the patient had more pain around (B)(6). The elective replacement indicator (eri) was 22 months and went to replace by (B)(6) on (B)(6). Early elective replacement indicator (eri) was reported. The event date was reported as (B)(6) 2016. Any environment/external/patient factors that may have led or contributed to the issue were unknown. The healthcare professional interrogated the pump and left the pump at the same settings. The patient was being sent to neurosurgeon for replacement. The issue was not resolved. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8578, lot# n300715008, implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type :catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Evaluation conclusion code and evaluation result code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.